Event description:
It was reported that this right ventricular lead experienced dislodgement and exhibited loss of capture. The lead was explanted and another one was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.